Event description:
It was reported during in clinic follow up that the atrial lead exhibited inappropriate capture. Dislodgement was confirmed via x-ray. The lead was explanted and successfully replaced. The patient was stable.